Event description:
Primary nurse had changed norepinephrine bag and had edited the amount of volume in the bag afterwards. Later noticed the patient's blood pressure dropping (map's in 40's). The IV pump had stopped running the norepinephrine. Primary nurse restarted the drip.